Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured, had high impedance, was oversensing noise and triggered a lead integrity alert (lia). Initially the therapies were programmed off and subsequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.